Event description:
It was reported that the customer had leaking reservoirs. The customer stated that her 5 or 6 of her reservoirs appeared to have bent needles and some were leaking at the transfer guard. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.